Event description:
The facility rep reported. "Flow rate test failure" during bio-med testing on a rental pump. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been received for eval, however eval is not complete. A follow-up report will be filed upon completion of the eval, or if additional info becomes available.